Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No unexpected the critical block and inverse critical block did not add to zero alarms noted during testing. No battery alert noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the critical block and inverse critical block did not add to zero. Customer's blood glucose was unknown. Customer was active insulin has been cleared and hour and date needed to be set up again. Customer stated that needed to replace the battery and performed a fixed prime of 0.2u. Customer advised to insulin pump needs to be replaced suggested to revert to back up plan. Insulin pump will not be returned for analysis.